Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced separation during use.

Event description:
It was reported that the bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced separation during use.

Manufacturer narrative:
H.6. Investigation summary: DHR- the lot number was built / packaged on nfa line 1 from 24sep18 through 3oct18. 2 potentially related td¿s were in place 2018-51 : z8 increased sampling 2018-52 : depth probes clean up instructions all other required challenge samples, set-up and in process testing was performed in accordance with the quality plans and all passed per specifications including (but not limited) extension pull (in-process and heightened per td 2018-15) and visual inspections for adhesive presence and all passed per specifications. Received a total of 254 unused units in sealed packages from lot number 8263528. Al contents within were intact. 100% visual examination: no physical-mechanical damage was observed on any of the components of the units received. The extension tubings were properly adhered to the wall of the winged adapters the extension tubings were manually pulled in an attempt to disconnect it from the winged adapter. The tubings stayed connected and did not dislodged. Conclusion(s): the returned representative units did not display any adverse characteristics that would contribute to the failure described in the event description. The defect described could not be confirmed or replicated in the laboratory. Although the failure mode was not confirmed on the lot related to this investigation CAPA 684099 has been initiated to further investigate this issue.